Event description:
The following information was obtained from the customer's doctor's office: the customer had congestive heart failure, copd, as well as the infection. The customer's death was not a related to a diabetes issue.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015 due to having major chills. The customer had a foot infection. The cause of death is unknown. It's thought that the infection spread through the body, but it has not been confirmed yet. The customer blood glucose, at the time of death, is unknown. The customer was not wearing the insulin pump at the time death; it was removed in the ICU, by the hospital, hours before the customer passed away. The customer was using sensors and was wearing one at the time of death. The caller did not agree to return the insulin pump for analysis.